Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right inguinal hernia repair, while dissecting the inguinal space, the top of the balloon dissector obturator broke off after insertion. The obsturator shaft was withdrawn by hand. There was no patient injury.